Event description:
It was reported that during a tfna procedure on (B)(6) 2024, it was not possible to block the helical blade during placement of the spiral blade despite the specialist performing the process repeatedly, and even verifying the blockage when performing it with the helical blade outside. After that, it was impacted with the help of its respected handle and the surgeon performed radiological control, evidencing that the blade slid without any inconvenience, which should not happen since the blockage was below. The surgery was delayed by 15 minutes and was not successfully achieved. This report involves one 12mm/130 deg ti cann tfna 235mm/right - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. However the provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: manufacturing location: monument, manufacturing date: 09-jul-2021, expiration date: 01-aig-2031, 4part number: 04.037.244s, 12mm/130 deg ti cann tfna 235mm/right- sterile, lot number: 222p967 (sterile), lot quantity: (B)(4). One piece was scrapped in cell at op mill ID, due to machine malfunction. One piece was scrapped at op qa/final inspection, for surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Note: the remaining 4 pieces were reworked for cosmetics. No parts were rejected during rework. Inspection sheet, in-process/inspect dimensional/final inspection, met all inspection acceptance criteria apart from the one pieced noted. Inspection sheet, assembly, met all inspection criteria. Packaging label logs (pll), lmd were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 199p349, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 194p910 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 61p6705 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report dated 27-apr-2020 was reviewed and determined to be conforming. Lot summary report dated 30-jun-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.